Event description:
It was reported that during a rotational atherectomy procedure, the burr dislodged in the pt. The physician had successfully ablated the lesion, however, resistance was encountered during removal. While attempting removal the burr dislodged in the vessel and was successfully retrieved. Pt status is listed as "fine."